Event description:
It was reported through the dept of health and human services, the epidural was being used for c-section. The day after the c-section was performed, the pt was turning and changing positions and the epidural tubing became tangled and kinked in the tape on the pt's upper back. In the tape on the pt's upper back. The tubing broke, however, the catheter remained intact at the insertion site.

Manufacturer narrative:
A comprehensive investigation into this report can not be completed as the sample will not be returned and a lot # was not provided. A follow-up report will be filed if more info becomes available.